Event description:
Reporter alleged, he attempted to test on his aviva system with expired strips and only got an error message. Reporter stated that four hours later, he passed out. Reporter stated, he was treated with soda and food. No other actions were reported taken or treatment received. Request was made for the return of the suspect device.

Event description:
Reporter alleged he attempted to test on his aviva system with expired strips and only got an error message. Reporter stated that four hours later, he passed out. Reporter stated he was treated with soda and food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.